Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 embolic protection system (eps) was deployed. The xact self expanding stent system (sess) released the stent by 1/3 but the remaining portion could not be released. The 8fr guiding catheter that was already inside the anatomy was used to retract the stent and the emboshield nav6 eps filter was removed when the stent was removed. Another same size device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported migration was unable to be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported migration of the filter was due to procedural circumstances. Reportedly, the filter was inadvertently removed when the partially deployed xact stent was removed. It is likely that during removal of the xact stent system, the barewire was inadvertently pulled causing the filter migration. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.